Event description:
It was reported that the patient underwent a surgical procedure to treat adjacent level degenerative disc disease at l3-4 with canal stenosis and bilateral foraminal stenosis with a dlif approach. Osteophytes were noted at l3-4. A graft with rhbmp-2/acs was placed at l3-4. 400 days post-op the patient presented with lumbar pain and abnormal gait. An MRI with and without contrast was interpreted to indicate 'multi level degenerative findings with broad-based right paracentral protrusion at l4-5.'

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.